Event description:
It was reported that the zimmer dermatome was skipping. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.